Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the nurses are having consistent air in line alarms with the blood tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for further evaluation; however, inquiries into the IFU was performed. Based on the review of the IFU, a review of the IFU drawing versions was done. The 'gently squeeze chamber' direction has been present since the revision 3 update in 2014. It should be noted that all renditions contain verbiage directing the user to invert and tap the components to ensure air is dispelled. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.